Event description:
It was initially reported by the physician's office that the pt "is having trouble with vns implant, but" it was unclear "if there are having problems with the lead or the battery". Add'l info was received after the MFR rep went to the site that the pt's device revealed high lead impedance at f/u appointment that occurred on (B)(6) 2010. There was no report of any pt trauma or manipulation to the device site. X-rays will not be taken. The pt was last seen in (B)(6) 2010, where there was no indication of a device issue at that time. The device has been programmed off, and the pt has been referred to a surgeon where revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.